Manufacturer narrative:
Correction: d4 lot number was corrected to serial number (B)(6). The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame 2,791 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised to not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the kbr191, infinity anteromedial guide right 9/10 mm was being used on (B)(6) 2024 during an acl reconstruction procedure when it was reported ¿tip of the instrument broke off.¿. Further assessment found that the fragment was removed from the surgical site with the use of the surgeons¿ fingers. The procedure was completed with the use of a 45-degree awl. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the kbr191, infinity anteromedial guide right 9/10 mm was being used on (B)(6) 2024 during an acl reconstruction procedure when it was reported ¿tip of the instrument broke off.¿. Further assessment found that the fragment was removed from the surgical site with the use of the surgeons¿ fingers. The procedure was completed with the use of a 45-degree awl. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.